Manufacturer narrative:
It was reported that, on an unknown date in 2018, after the patient presented with a suspected shower embolism and prior to reported expiration, blood pressure control and a blood transfusion were performed to attempt to treat the suspected shower embolism. The attempt was reportedly unsuccessful.

Manufacturer narrative:
It is unknown which device caused this adverse event so all devices are being included on this report. Additional devices include: item #tgu262610j/lot #17681007/ UDI # (B)(4). According to the conformable gore® tag® thoracic endoprosthesis instructions for use (IFU), potential adverse events or complications associated with the use of the gore® tag® thoracic endoprosthesis include, but are not limited to, embolism (micro and macro) with transient or permanent ischemia, infarction, peripheral malperfusion or ischemia, bowel necrosis, and death. Furthermore, the IFU identifies significant thrombus and/or calcium at the arterial implantation sites as key anatomic elements that may affect successful treatment.

Event description:
On (B)(6) 2019 the field sales associate was made aware of the following: on (B)(6) 2018 the patient underwent endovascular repair of a thoracic aortic aneurysm impending rupture using two conformable gore® tag® thoracic endoprostheses. Thrombus and extensive infarction were noted in the patient¿s aorta. The physician reported that the procedure was chosen based on the patient¿s tolerance. Reportedly procedural risk was expected due to the patient¿s anatomy and tortuosity. Access difficulties were noted. The procedure was performed using pull-through wires. Reportedly all three of the patient's aortic branch vessels were bypassed with a branched vascular graft. The patient's left subclavian artery was ligated. The conformable gore® tag® thoracic endoprostheses were successfully implanted. Reportedly positioning was attempted several times during device placement. It was suspected that thrombus was scattered during device positioning. No endoleak and no dissection were observed. The patient tolerated the procedure. On an unknown date post procedure it was reported that extensive cerebral infarction, necrotizing cholecystitis, and intestinal necrosis were observed. It was suspected that the patient's condition was caused by a shower embolism. Reportedly it is unknown at what point during the procedure the shower embolism occurred, but was suspected to have occurred during either the side clamp at the time of aortic branch vessel bypass, during ligation of the patient's left subclavian artery, or during placement of the conformable gore® tag® thoracic endoprostheses. On (B)(6) 2018 the patient expired, reportedly due to general condition deterioration.